Event description:
It was reported that the ra lead and the rv lead showed low sensing values. In particular, the ra lead had sensing < 1mv as early as the date of implantation, while the rv lead was characterized by decreasing sensing since (B)(6) 2023. The physician decided to revise both leads. Ra lead was explanted while rv lead was deactivated as extraction was not possible. The physician reported the non-fixation of the leads in the pocket that may have caused the dislodgement. The ra lead was discarded. A new lead plexa s dx 65/15 was implanted.

Manufacturer narrative:
Plexa promri s 65 - sn (B)(6). Upon receipt, the lead was not received for analysis. Solia s 53 - sn (B)(6). Upon receipt, the lead complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a deformed insulation and conductor coil 5.5 cm distal to the is-1 connector pin, a cut into the insulation 12 cm distal to the is-1 connector pin and a deformed conductor coil 7 and 22.5 cm distal to the is-1 connector pin. These damages probably resulted from the extraction procedure. However, a thorough analysis of the returned lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The fixation helix could be properly deployed and retracted according to the technical specifications. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The quality documents accompanying the manufacturing processes for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.